Event description:
It was reported that during an in-clinic capacitor maintenance check, a capacitor charge time-out was observed. The device was explanted and replaced. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.